Event description:
It was reported that the pneumatic switch on the device was broken. It was not broken during a procedure and there were no patient consequences.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The evaluation found that the pneumatic switch assembly was broken.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.